Manufacturer narrative:
Investigation performed by masimo into the customer complaint has determined that a number of sensors were manufactured with incompatible configurations. The investigation has determined that sensors with the incompatible configurations could provide either inaccurate spco and spmet measurements or not provide readings. Masimo has identified specific lots of sensors that were manufactured with incompatible configurations. The specific behavior will depend on the firmware version of the technology board in the device. Spco measurements, when displayed, could be incorrectly elevated throughout the measurement range. The device has been identified to be part of a masimo recall. The customer has been notified of this recall.

Event description:
It was reported that this sensor is reading about 5 points higher than all of their other sensors. The customer has tried this sensor on other machines with the same result. There was no known impact or consequence to patient.